Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to assess the instrument's performance. Inspection of the instrument revealed crushed peri pump tubing; fse replaced the peri pump tubing and sample probe. After replacements, the instrument primed without error. All verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible access vitamin b12 patient sample results and analyzer error messages is a hardware malfunction of peri pump tubing.

Event description:
The customer reported obtaining some non-reproducible vitamin b12 (access vitamin b12) patient sample results on the laboratory's access 2 immunoassay system (serial number (B)(4)). There was no impact or change to patient treatment in conjunction with this event. The customer reported that there were error messages posted to the instrument's event log in conjunction with this event: unexpected rv (reaction vessel) in front of rake and no rv in pipetting position 1 or 2. The customer also reported vitamin b12 calibration failures prior to the event. Quality control (qc) results were within specifications before patient sample testing. The customer did not provide information regarding patient sample collection and processing. There was no report of sample integrity issues from the customer. The customer did not provide patient sample results. Service was requested and a beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.